Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the vial. Visual inspection found the lens missing pieces of its haptic and presence of clear residue on the lens surface. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implanted a 12.6 mm vticmo12.6, -15.0/+1.5/168 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. While loading the lens in the cartridge, the lens got torn. The surgeon aborted the surgery. On (B)(6) 2017, another lens was implanted and it was successful with the patient doing well.